Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reports that a patient was injected with juvéderm® volux in c1, c4 + jw4 to create pout, as treating c1 inverts lower lip slightly per injector. Patient then injected with juvéderm ultra plus¿ xc in the lips an unspecified amount of time later. Patient experienced minor block evidenced by dusky color change inside lip. Hyaluronidase provided as treatment. Client remained in clinic for post treatment observation for 2 hours with "warm compress application [missing text] area (lips)." Sent home with and advised to take pictures every 2 hours. Followed by am & pm evaluation, 24 hours post injection - all clear. Followed up in clinic 5 days post block to assess. Patient with no post treatment affects. Per injector, lidocaine from juvéderm® volux may cause dilation of capillaries and other vessels in lips. It is believed that this influenced minor block and not juvéderm ultra plus¿ xc product.